Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose value of 53 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food and glucose tablets. Based on customer reported customer did not believe insulin pump was over-delivering. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. No over delivery anomaly noted during testing. (B)(4).